Event description:
A customer contacted beckman coulter (bec) reporting that there was multiple drops of fluid leaking from the probe on the coulter ac*t diff 2 hematology analyzer. The leak was not contained within the instrument. There was no instrument generated errors associated with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the probe wipe was dripping diluent and there were loud noises coming from the vacuum pump. The fse replaced the probe wipe and vacuum pump, resolving the leak and vacuum pump noise. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).